Event description:
The status symbol ii software is a blood establishment computer software used which can be used with different assays and instruments. The hamilton at pipettor and vironostika hiv assay may be used with the status symbol ii software and is supported by biomerieux. While running the vironostika hiv assay, the customer got several errors in a row from the hamilton at including "not all tips ejected. The technician operating the instrument was new. All of the errors recovered themselves, however, the software prompted the user with a choice to restart at aspirate sample or continue with the next process. Since the aspiration had not been completed for the row, the tech should have selected restart at aspirate as indicated in the status symbol ii operator manual. However, the tech chose to continue with next process. This caused the instrument to skip adding sample to the row at which the error occurred on. One of those samples that should have been added to this row was positive and went undetected giving a false negative result. The sample was a known positive sample that was being tested to confirm the result. The false negative result was reported to the physician and the physician asked to retest the sample. The sample was retested and it was positive and repeat positive.

Manufacturer narrative:
The false negative result was due to a recoverable pipettor error that was not recognized and addressed properly by the technician. Customer service has informed the customer how to properly handle recoverable errors from the pipettor. The status symbol ii software operator manual also describes how to properly handle this error.